Event description:
The user facility reported that several employees in the sterile processing department reported injuries due to inhalation exposure from a v-pro sterilizer. Four employees sought medical attention at the employee health department. One employee received an antibiotic, and all four employees were temporarily re-assigned to other departments at the facility. Employees did not miss any time from work due to the reported incident. The facility reports that the four employee who had been temporarily re-assigned have returned to their normal job duties.

Manufacturer narrative:
The reported incident occurred when a steris service technician was on-site replacing the vacuum pump. When the technician ran a regular sterilization cycle in the unit for testing purposes, oil vapor was released into the room. Upon further inspection of the vacuum pump, the technician noted the washer o-ring was covering the check valve on the top of the oil filter and the filter was misaligned. This allowed oil vapor to bypass the check valve and be released into the air. The oil filters are installed on the vacuum pump by a supplier prior to shipment to steris. The misalignment could have occurred during the manufacturing of the vacuum pump or during shipment. The technician replaced the vacuum pump and oil filters, tested the unit and placed it back into service.